Event description:
There was a reported malfunction with the pump, identified by code malf 9, but no notable events occurred prior to the malfunction. The impact on the customer's blood glucose level was either unknown or the customer declined to answer. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur after the reset. Consequently, the customer was instructed to continue using the pump and asked to call back if the malfunction code appeared again.